Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A trend-related investigation was performed; no trend could be identified. There was no nonconformity or deviations during the manufacturing process, which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by consumer stated that contact lens had a hole and tore inside the eye, causing irritation and discomfort in the right eye. After this incident, the consumer visited a doctor and was diagnosed with superficial punctate keratitis with decreased vision in the right eye due to scar. The doctor prescribed levofloxacin (an antibiotic) and sodium hyaluronate (a moisturizing eye drop) to be used four times a day for one week and advised consumer to return after one week. The current condition of the consumer¿s eyes are symptoms continuing. No additional information is available at this time of report.